Event description:
On (B)(6) 2014, the patient had acl (anterior cruciate ligament) and pcl (posterior cruciate ligament) reconstruction procedure. The graft for acl was btb (bone-to-bone) and a biosure ha, 7mm x 20mm screw was used to fix the graft. On (B)(6) 2014, the patient had a MRI, because he felt a sense of discomfort. It was found that the biosure ha screw migrated from the bone tunnel of the femur. On (B)(6) 2014, the revision of acl reconstruction was performed. In the arthroscopic view, it was confirmed that the graft was still in the proper position. The surgeon used a soft silk screw 8.0 x 20 to fix the graft. The biosure ha screw was removed from the joint with a hand instrument. The surgeon said that the fixation might have been inadequate.

Manufacturer narrative:
Additional information was received from the customer regarding the event. The customer provided MRI images and a clinical/medical assessment was performed. Approximately 2 months post acl reconstruction, patient began reporting discomfort and an MRI was done. The MRI revealed the screw had migrated from the bone tunnel of the femur. An acl reconstruction revision was done and the graft was found to be intact and in proper position. The screw was retrieved intact. It is also documented that the surgeon believed the initial fixation may have been inadequate. Although the complaint device was not returned to the manufacturer, a picture was provided by the complainant for evaluation. The picture is of a device located in a plastic container; however, the picture is taken in a manner such that an evaluation cannot be performed. A review of the device history records and quality records associated with this manufactured lot confirmed that no abnormalities were reported with this product lot during manufacture. No further investigation is warranted at this time. (B)(4).

Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis. (B)(4).